Event description:
During preventative maintenance testing at the user facility, unrestricted flow was noted. There were no reports of any adverse events while the device was in clinical use. Though requested, n add'l info was provided.